Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified only the fractured needle tip was returned. The fracture site and type is consistent with bending overload type of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial left knee surgery. Approximately six (6) months later the patient complained of feeling something in the posterior aspect of left knee. Upon physician evaluation and an ultrasound test a piece of the item had broken off and was retained by the patient. The broken piece was removed from the patient when it was discovered.